Event description:
Caller alleged discrepant precision/results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.6, lab: 3.3. Correlation between meter and lab was done within minutes. Caller reports using the same finger for retests on the same day, and that she sometimes sticks finger during warm-up.

Manufacturer narrative:
Investigation pending.